Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a triclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 3+. A triclp xtw was inserted, and grasping was performed. However, difficulties visualizing the clip occurred, and the clip was unable to reduce tr. Therefore, a decision was made to remove the device. However, once the grasp was released, the clip caught on the anterior leaflet and chordae. Troubleshooting was performed, and the clip was able to be freed from the anterior leaflet and chordae. However, a new flail on the anterior leaflet was observed with a long chordae attached. The clip was then retracted to the right atrium and positioned more centrally. The clip was deployed on both leaflets, without chordae, securing the flail, and reducing tr to grade of 3+. To further reduce tr, a second triclip was then inserted and deployed on the tricuspid valve, reducing the tr to a grade of 1+. In the physician¿s opinion, the first clip had a slight anterior to septal trajectory that likely resulted in unfavorable contact with the anterior leaflet, during grasping, which likely contributed to the chordal interaction and difficulty freeing the clip from the anterior leaflet. There was no clinically significant delay in the procedure.

Manufacturer narrative:
H6 health effect - impact code: 4614 replaced with 4641. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported difficult to remove associated with clip caught on anatomy. The reported poor image resolution was associated with difficult imaging. The reported patient effect of tissue injury appears to be related to the clip being caught on the anatomy. Tissue injury is listed in the instructions for use as a known possible complication associated with the triclip procedures. The reported unexpected medical intervention was a result of case specific circumstance as the clip was repositioned to secure the flail. There is no indication of a product issue with respect to manufacture, design or labeling.